Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl and a large ketone level identified as dangerous. The customer alleged that the pump was not delivering basal rate properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Subsequently, customer went to the emergency room (ER). Bg was treated with insulin. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 245-275 mg/dl).